Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.     The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed software error detected and battery error. The customer's blood glucose was 270mg/dl at the time of the incident. There was no troubleshooting performed. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Insulin pump was received with normal operating currents. No unexpected low battery alarm or battery failed alarm noted. Pump error 53 alarm found in the pump history (line number =(B)(4) and file number = (B)(4). Unable to determine root cause, problem isolated to electronic assembly. Unit was received with scratched case and minor scratched lcd window.